Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Unknown star talar component.

Event description:
It was reported, after looking at the x-ray, the star talar component had subsided posteriorly. Surgeon decided to stabilize the talar component by using two competitors screws, which he inserted from the bottom of the calcaneus to the posterior side of the talus. He also fused the subtalar joint with some competitors bone allograft and some of our stryker hydroset.

Manufacturer narrative:
Product inquiry stated the talar comp single coated us vers small left to be the subject product. No further associated products were reported. Deficiency in material or manufacturing was not found. The affected talar component was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a female patient had been treated with a (B)(6) total ankle replacement on (B)(6) 2014. On (B)(6) 2015 the patient underwent a revision surgery due to a subsidence of the talar component. Referring to received information the ¿talar component had subsided posteriorly. Dr. (B)(6) decided to stabilize the talar component by using two competitive screws, which he inserted from the bottom of the calcaneus to the posterior side of the talus¿. As the item was still implanted, a physical examination was not possible. Implant loosening and subsidence had already been clinically assessed by a hcp: ¿in most cases, the trabecular bone structure will be adapted to the plasma spray coated surface of the metallic components in a remodeling process correspondent to the lines of forces resulting in a stable connection between bone and the metallic components. But, in the course of time this integration of the endoprosthesis to the bone structure may fail due to any reason and result in loosening of one or both metallic components. Septic and aseptic implant loosening is the main failure mode in total arthroplasty of the ankle joint. Depending on the individual kind of failure, it is possible to revise the endoprosthesis and to exchange the affected component(s)¿ (1) ¿subsidence caused by collapse of the tibial bone or the talar bone structures or loss of the ligament stability of the ankle joint is a rare event, but will require removal of the endoprosthesis and ankle fusion.¿ (1) implant subsidence is furthermore nominated in the scientific literature. ¿component subsidence may result from poor bone quality, osteolysis-related bone loss, or poor component positioning. Early subsidence of a millimetre or less may represent settling of the components into a stable position and does not portend failure of the implants. (2) a rsa study of 15 rheumatoid patients had shown that ¿tibial components tend to subside into dorflexion, valgus, and proximally by less than a millimetre during the first 3 months, and stabilize by 6 months¿.since most designs do not allow axial impaction of the component, this settling may represent the implant finding a stable position as weight-bearing is allowed. Patients with severe osteoporosis or avascular necrosis may not have strong enough bone to support the placement of a total ankle replacement.¿ (2) ¿a number of factors affect risk of subsidence. Initial implant positioning may contribute to subsidence. Subsidence tends to occur in the anterior distal tibia, dorsiflexing the tibial component, or in the anterior talus or posterior talus. Anterior translation of the talar component or excessive dorsiflexion of the tibial component should be avoided to prevent overloading the bone in these at risk areas.¿ (2) regarding the outstanding patient data (e.g pre-existing illnesses, unreasonable stresses) it could not be determined if the patient conditions were adequate for the used implant respectively if potential adverse effects may have contributed to the subsidence of the talar component. As no x-ray documentation and as no operation reports were available, a medical review was not possible. It could not be determined whether if the implant had been placed according to the anatomical requirements. It could furthermore not be determined whether the components had been implanted in the correct positions. Nevertheless based on the above information and referring to that no deviation was found in the manufacturing documents the event was not related to a deficiency of the devices, but was rather patient and / or user related.

Event description:
It was reported, after looking at the x-ray, the star talar component had subsided posteriorly. Surgeon decided to stabilize the talar component by using two competitors screws, which he inserted from the bottom of the calcaneus to the posterior side of the talus. He also fused the subtalar joint with some competitors bone allograft and some of our stryker hydroset.